Event description:
Pt reports they are currently in the hospital at (B)(6). Pt reports they have been in the hospital since yesterday (B)(6) 2023 due to having a remunity site infection (onset date unknown). Pt reports hospital staff thinks the infection is in their blood. Pt also reports they have been transitioned to IV remodulin therapy while hospitalized and their current IV remodulin dose is 30ng/kg/min. Pt advises the hospital wants to get them transitioned back to sq remunity therapy for discharge and pt needs a remunity pump charger sent to them. Pt confirms they have their remunity pump and batteries in the hospital with them but the remote and pump are both dead due to pt not having their charger. Author advised pt that pharmacy will need to advise md office of event and obtain transition orders first, pt voiced understanding. Author sent urgent requests to md office liaison and cnss. No further info, details or dates available. Sq remunity self-fill pt temporarily on IV therapy due to hospitalization. Pt started using remunity device (B)(6) 2023. Reported to cvs/caremark by pt/caregiver.